Event description:
Additional information was received from a consumer regarding the patient. It was reported that charging the implantable neurostimulator for longer resolved the issue of the implantable neurostimulator not charging to 100% battery. Initially it took 3.5 hours to charge from 50% to 100%, but since, charging time has been 1.5 to 2.5 hours for the same. The cause of the implantable neurostimulator depleting fast remains unknown. The patient noted that they had started turning the implantable neurostimulator off at night and the time between charges has gone from 2 to 3 days to 4 to 5 days. There were no patient symptoms or complications reported.

Event description:
(B)(4): information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. The patient reported that their ins battery was depleting faster than they expected. The patient reported that they were on low density settings and stated that they charged ¿not that long ago and it¿s down to 25%.¿ the patient also reported that they are not able to charge the ins to 100% battery level because it takes so long to charge. The patient noted that they get full coupling while recharging. The patient reported that they would charge for 3 ¿ 4 hours and it would just flash at the last quarter. The patient also reported that the patient programmer was showing 25% ins battery when the ins recharger was showing 75% ins battery starting in (B)(6) 2017. The patient planned on charging the ins for longer than 4 hours to see if they could achieve 100% charge on the ins. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.